Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post-implant device check, loss of capture was observed. An x-ray did not show lead dislodgement. Programming changes were made to restore capture. During a follow-up, the patient felt pocket stimulation. Further programming changes were made to reduce the stimulation. Insulation breach was observed on the left ventricular lead. The left ventricular lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.